Manufacturer narrative:
Additional narrative: date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 399.43, lot# t922822. Manufacturing location: (B)(4), manufacturing date: mar 05, 2008. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed for part# 399.43, lot# t922822. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. Part 399.43 700g hammer instrument is routinely used in the titanium trochanteric fixation nail system as per the technique guide. The device was returned and reported to have been leaking an oily substance. This condition is unconfirmed; while this condition cannot be visually confirmed with the returned parts, this is a known issue which is a result of repeated sterile processing cycles. Additionally, the handle to the 399.43 lot number t922822 hammer has split entirely in half longitudinally resulting in two halves of the handle and the shaft of the hammer separating. This condition, and thus the complaint, is confirmed. It is likely that over eight years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. Lot t922822 was manufactured in mar 2008 and is over eight years old. The balance of the returned device is in fairly worn condition consistent with the age and method of use. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in sterile processing, it was discovered that eight (8) 700 gram hammers and two (2) 500 gram hammers were found to be leaking an oily substance from the handle. It was reported that over the last three (3) months, facility has noticed an oily type substance either on the tray, in the rigid container, or on the instruments themselves. Issue discovered in sterile processing, no patient or surgical involvement reported. Upon the manufacturer investigation following device return, it was found that the handle to the part number 399.43, lot number t922822 hammer has split entirely in half longitudinally resulting in two halves of the handle and the shaft of the hammer separating. This report is for one (1) hammer 700 grams. This is report 1 of 1 for (B)(4).